Manufacturer narrative:
Analysis received the unit with intermittent button response due to a corroded keypad traces. However, the numbers did not ramp up on its own. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons are not working correctly on the insulin pump. The customer's blood glucose was 220 mg/dl at the time of incident. The customer stated the numbers keep ramping without input from user. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.